Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in houston, texas. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t was not heating during procedure. There was no patient injury.

Manufacturer narrative:
Based on the available information and the investigations of similar cases related to not reaching the set warm temperature, the root cause could be related to the following factors: (I) temperature sensor drift; (ii) failure/short circuit of the heating elements placed in the tanks; or (iii) defective boards that power the above mentioned components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the repair activity on the involved unit will be performed by a third party, not by livanova. For this reason, no information about repair activity will be made available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.